Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the reporter (grandparent) noticed a reaction at the sensor insertion site when the sensor was removed. No specific symptoms were provided and no photos were provided. The following day, the patient¿s parents took the patient to the doctor who determined the insertion site was infected. The doctor prescribed unspecified antibiotics and topical cream. The patient's condition has improved since and at the time of the report he was recovering. No additional patient or event information is available.